Event description:
Customer reported to corporate product surveillance a clearlink system buretrol solution set with drip chamber ball valve in which the ball did not drop at the end of the infusion and air got into the line while running tpn on a colleague pump. Air alarm on the pump sounded and no air got into the patient. There was patient involvement, but no patient injury, medical intervention, or adverse events associated with this event. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4).the device is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. Since the product code and serial number for this device are unknown, a 510k number cannot be provided. If additional information or samples become available, a follow up report will be submitted.